Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was increasing after she boluses for food. Her blood glucose was 316mg/dl at the time of reporting. She stated that she was off her insulin pump and using manual injections. She stated that she was going to pursue upgrading to a newer insulin pump. No equipment was returned. No additional information was reported.